Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "swelling on the left jawline, hard lump, tender and painful to the touch, got worse in the last few days" approximately two months post injection in an unspecified site with juvéderm® volux¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Corrected data: a.2., b.3., b.5, b.7., section c. Suspect product, d.4., d.6a., h.4., h.6., h.8.

Event description:
Additional information reported patient was injected in the jawline with 4 ml of juvéderm® volux¿. Patient note symptoms got worse a few days ago with left jaw swollen and hard that "spread down the jaw, larger than before. Feels abit hot to the touch, slightly red, very tender, cant sleep on that side."